Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received inappropriate therapy from the device. No intervention has been done and the device remains implanted and is being monitored. The patient is in stable condition.